Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that the patient was called into the clinic for a follow up due to experiencing stimulation on his side. Upon device interrogation, the cardiac resynchronization therapy pacemaker system triggered a lead safety switch due to a high out of range left ventricular (lv) pacing impedance measurement. Trending displayed a few pace impedance spikes from approximately 1300 ohms range up to the 2000 ohms range over the past several months with most readings from 1700 to 1800 ohms range. The device was reprogrammed to have the lv lead threshold alert to be set from 2000 to 2250 ohms and the lv lead safety switch feature was turned off. All other lead measurements were stable and within normal limits. The patient will continue to be monitored via latitude home monitoring system. No adverse patient effects were reported. This lv lead remains in service.